Event description:
It was reported that the patient had pain with the subcutaneous implantable cardioverter defibrillator system. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.